Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported that the spiros was leaking. There was patient involvement and there was no harm to patient or staff but exposure of chemotherapy due to leakage and code orange alert due to size of hazardous spill.

Manufacturer narrative:
No ch2000s-c product samples, videos, or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review was performed and there were no non-conformances found that would have contributed to the reported complaint.